Event description:
The urolift failed to deploy during the surgery and had to be wasted. Dates of use: (B)(6) 2018. Diagnosis or reason for use: patient having a urolift prostatic urethral lift procedure. Is the product compounded: no. Is the product over-the-counter: no.